Event description:
Notification received 5 days ago of umbilical venous catheter fragment left in pt after attempted withdrawal. Pt was taken to or and fragment was removed in 2001 without any problem. Pt suffered no effects from event. Hospitalization was not prolonged due to the event. Product should have come out without breaking apart. Suspect mfg problem.